Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) reported receiving a shock and subsequent stimulation in the pocket area. The device could not be interrogated and did not emit tones with magnet application.